Event description:
The customer obtained an atellica im high sensitivity troponin I (tnih) lot 098 discordant elevated patient result relative to retesting of the same sample. The initial result was greater than the assay reference interval and the retest results were below the assay reference interval. The initial discordant result was not reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens completed the investigation for an elevated result on the atellica im high sensitivity troponin I (tnih) assay with lot 98. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens's investigation included an assessment of the following: atellica im tnih reagent performance problems were ruled out as a review of quality control (qc) data showed recovery within acceptable ranges and no issues were reported with other patient samples. Atellica im instrument performance problems were ruled out as a review of log files showed no hardware issues that impacting delivery of tnih reagents (reagent trace review) and no hardware issue that impacting delivery of 100ul of sample (sample trace review). However, the sample aspiration did indicate an increased pressure in the pick up and sample aspiration slope of the discordant sample, which is consistent with fibrin in the sample. Based on the available information, the cause of the discordant result is consistent with a sample integrity issue. The reported issue is resolved by routine troubleshooting. The customer is operational.